Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on uterine fibroids during a laparoscopic myomectomy, the surgeon used absorbable suture to suture the uterus. The suture was broken twice. Surgeon continued to suture the site. There was no patient injury.